Event description:
During a procedure a neuroform2 microdelivery stent system was connected to two saline pressure bags and well hydrated. The subject device was opened and hydrated; no friction when it was inserted inside the system. The system was mounted over a synchro -14 neuro guidewire, which was already placed distal in the middle cerebral artery. No friction during insertion. Some resistance was felt at the syphon area, close to the neck of the aneurysm. The neuroform 2f stabilizer catheter was approached to the stent with some resistance. When attempts were made to advance the stent to the distal marker, resistance was felt and the stent did not advance as expected. According to the physician, there were two distinct problems: 1) the advancement of the guidewire into a different branch that was smaller than the first, and 2) the difficulty in the advancement of the stent in the microcatheter using the stabilizer. The guidewire in place perforated a distal artery; pt bled. The stent was unable to be released,and the pt was left untreated. Reverse with protamine, as the pt was put under heparin, plavix, and asa. Pt went for a CT scan. The pt was brought back to the operating room that same night for craniotomy. The pt had a severe intra-cerebral hemorrhage. The status of the pt is severe.